Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, device damage was found. In 2004, while in preparation of the device, it was noticed that the distal stent struts were not properly crimped. The device was not used and there were not pt complications.